Manufacturer narrative:
Occupation: end user/patient. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the flange is off center which is causing the starter hole to look off center. No harm reported, and no photo was provided.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A batch record review was performed on 04/07/2018, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of material (bom) and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Based on the analysis phase conclusions, the issue of wafer separated from the pouch reported by the customers was attributed to the following probable causes: the weekly preventive maintenance (pm) for glue¿s recipient indicates ¿purge of glue¿s dispenser each time a material is changed¿; the investigation demonstrated that this frequency is not enough to keep the recipient free of foreign trash or particles generated by the burning glue and the monthly pm did not contain the task to purge the glue¿s recipient¿. Opportunity for improvement was identified on this section. The condition of wafer and pouch separation might be caused by welding issues mainly related to the glue¿s dispenser system; which involve the filling of glue¿s recipient over 5 each out the 13 inch available and large hoses provoking burning of glue and particles generation. Also, there is no established frequency for the cleaning and purge of nozzles; process instructions, just contain instructions about the purge and cleaning of both tip nozzles; however, it does not specify the frequency they should be cleaned. Dry glue between joint components (pouch and wafer) could be present if the machine is stopped due to any mechanical issue and some units are in process with glue applied; it is probably that the glue dried or crystallized prior reaching the press station to bonds the two components; this condition could cause weakness welding provoking the parts separation. Also, the monthly pm of rotary convex 1pc machine did not contain the task to purge the glue¿s recipient¿. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.